Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited very small amplitude measurements since implant. The signal amplitude measurements were reproduced when the patient changed laying positions from side to side. The measurements did not change very much in alternate vector; therefore, the device was reprogrammed to that vector. The patient subsequently received several inappropriate shocks and untreated events were also identified. Review of the device data identified smart pass episodes due to the small r-wave measurements, undersensing and t-wave oversensing. A boston scientific technical services consultant recommended troubleshooting and suggested obtained an x-ray to compare to implant x-ray. No adverse patient effects were reported.